Event description:
It was reported that the cmems patient had a right heart catheterization (rhc) recalibration, the site was questioning the sensor, and troubleshooting needed to be performed. The representative was to call if they were unable to recalibrate the sensor due to signal acquisition, and call with the results. Per the representative, they were unable to get a reading, and they were aware to move batteries for left ventricular assist device (lvad). It was also reported that there was no electromagnetic interference in the room.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b7 - corrected. Manufacturer's investigation conclusion: there were no device related issues reported or identified through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm 3 lvas patient handbook, rev. D, are currently available. No device related issues were reported or identified through this evaluation. Section 6, "patient care and management", warns the user that if a patient receives a hm 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the lvas with other devices, resulting in potential interference between the lvas and other devices. Section c, "safety testing and classification", states that the hm 3 lvas can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2024, there were issues acquiring signals from both hes machines, sn (B)(6) as well as sn (B)(6) . No delay was caused due to these issues. One of the hes signal acquisition was resolved serial number (B)(6). There was no longer an issues on (B)(6) 2024. Serial number (B)(6) was still not working properly. A signal was unable to be acquired. The sensor pressures at the time of rhc were unable to be preformed. On 29jul2024, all hes machine issues were resolved. The accuracy of the sensor was no longer being questioned.